Event description:
The device in this event, a drainage catheter was put into the pt following gall bladder surgery. Two weeks later, the pt was in the operating room for a procedure unrelated to the gall bladder surgery or this catheter. A vascular surgeon, who was unfamiliar with the device, tried to remove the catheter, but was unable to do so. He then called a radiologist who told him to cut the catheter hub off. The physician cut the hub off and removed the catheter, but a portion of the suture remained in the pt. The pt was taken to the radiology department and the radiologist tried to remove the suture. The suture snapped and broke free, but a protion of the suture remained inside the pt.

Manufacturer narrative:
Conclusions: user error contributed to event. The device in this event was discarded and not returned to merit. A review of the incoming inspection records and the certificate of conformity from the supplier for the suture monofilament shows that the monofilament met the requirements. There have been no add'l complaints for this type of event received for this product line. Therefore, it is not possible to determine the root cause of this event, but merit suspects that user error may have contributed to this event. Merit will continue to monitor these types of events for any potential trends. Also, if add'l info becomes available regarding this event, merit will file a follow-up MDR report.